Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device did not display anything. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device did not display anything. The fse evaluated the device on site and confirmed there was no display. The fse determined this was a malfunction of the processor. The fse replaced the processor, (along with the ui to processor cable necessary,) to resolve the reported issue. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the processor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the processor, (along with the ui to processor cable necessary) to resolve the reported issue. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was no display. No patient involvement reported at this time.

Manufacturer narrative:
The dfm100 assy processor was then returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the pca powered up to a back screen boot loop indicating a defective som pca. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event.